Event description:
The manufacturer sales representative reported that the device overheated and had a fluid leak during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device not returned to the service center for evaluation. H3 other text : device not returned.

Event description:
The manufacturer sales representative reported that the device overheated and had a fluid leak during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.